Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated hip surgery wherein surgery mode was not enabled. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Corrected data d6b date of explant corrected to (B)(6) 2021 from (B)(6) 2022.